Manufacturer narrative:
Additional information was received that indicated the wrong system was originally reported. With the new information regarding the system this event is not reportable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the probe was still cutting although the footswitch was no longer pressed. The surgery was successfully completed with no harm to the patient. Additional information has been requested.